Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the returned sample and pictures provided. Bd received one 20ga insyte autoguard bc assembly within an open package from lot number 8278838. The needle was received fully retracted. Through the visual/microscopic examination the lubricant observed on the catheter tubing was the appropriate amount. The tip was found acceptable per specification. Further testing was performed by using a syringe filled with water/food coloring solution flushed the liquid through the unit, the liquid successfully flowed into the adapter and out the catheter tip confirming the unit was not clogged. The defect ¿foreign matter¿ as stated as the reported code was not confirmed based on evaluation of the returned unit. The catheter tip was observed to have silicone lube, applied by a spray process, which is an approved part of the product design to minimize the insertion and threading forces during the usage. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found clogging up the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter tip was clog. When collected the sample, the same ingredient fm as the catheter attached however it was lost."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found clogging up the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter tip was clog. When collected the sample, the same ingredient fm as the catheter attached however it was lost."